Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire detachment occurred. A 300 cm straight tip v-14¿ controlwire® guidewire was advanced to cross the lesion; however, a piece of the wire broke off upon removal. No patient complications were reported.